Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. The patient experienced syncope and "crashed". The patient was hospitalized. Additionally, the patient experienced bradycardia. A chest x-ray was performed. There were no lead position changes. It was noted that all reports look normal. The lead remains in use. No adverse patient effects were reported. Additional information received indicates this lead had interacted with the implanted crt-p's leads. As a result, the lead exhibited oversensing and pacing inhibition. It was noted that the crt-d was turned on, and the crt-p rv sensing is turned on, but the pacing therapy was turned off. It was clarified that when the patient experienced the syncopal episode, the patient was involved in a car accident and hospitalized as a result. Subsequently, therapy was turned off for the crt-d and its associated leads, such as this lead. The patient was discharged with a wearable defibrillator vest and with the crt-p turned on. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: impact code. Correction to field h6: device code.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. The patient experienced syncope and "crashed". The patient was hospitalized. Additionally, the patient experienced bradycardia. A chest x-ray was performed. There were no lead position changes. It was noted that all reports look normal. The lead remains in use. No adverse patient effects were reported.